Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent a c-section on (B)(6) 2020 and suture was used. During the procedure, the suture got detached from the needle. There were no adverse patient consequences reported. No additional information was provided.

Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device lot number ph8041, and no non-conformances related to the reported complaint condition were identified. Investigation summary: two pictures were received for analysis. Upon to the visual inspection of pictures, a foil packet, and a needle/suture piece with stress and damaged at the suture end of product code vcp358, lot # ph8041 could be observed. As part of our quality process, the manufacturing records of this lot-serial number were reviewed, and the manufacturing standards were met prior to the release of this batch. No conclusion could be reached as on what caused the problem of pulling off suture needle since device was not returned for analysis. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Date sent to the FDA: (B)(6) 2020. Additional information: d9, h6. Additional h-3 summary: an empty opened foil, a needle/suture piece and four sutures pieces of product code vcp358, lot # ph8041 were returned for evaluation. During the visual inspection of needle/suture piece, the swage and attachment area were noted to be as expected, marks by use of surgical instrument could be observed near of the swage area and a suture piece was observed still attached to needle, this section of the suture was noted with foreign matter and the end was frizzy due to stress applied. Four sutures pieces were examined and damaged on the surface and the ends were noted with lineal cut that appear to be by use of surgical instrument. Per the condition of the sample received an improper handling was noted on the device. As with any device, care should be taken to avoid damage to the strand when handling. Avoid the crushing or crimping action of the surgical instruments, such as needle holders and forceps. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.